Manufacturer narrative:
Concomitant product: the complaint alleged that the entire xia system that was implanted loosened and would give no further information. They listed 14 products that also are included in the complaint. From previous experience, it is likely that it is the blockers that loosened so this report is filed on the blockers but the other items included in this list will be evaluated if received and investigated and re-evaluated for reportability at that time. (B)(4), k060361. Customer stated they are not returning product.

Event description:
The customer reported an event related to the failure of the xia system due to the loosening of the system. A patient underwent an unanticipated revision surgery due to loosening of the system on (B)(6) 2011. The customer forwarded a fax without cat# and lot code and without other essential info. The customer was contacted by phone and via e-mail but wasn't able to add further information. This per was raised with a minimum of information.